Event description:
User facility medwatch report # (B)(4) reported: "dislocated l tha, acetabular component failure. Plain films obtained in the ed of ap pelvis and hip demonstrate a well-seated femoral component and dislocation of the acetabular component with shearing of the screws which were previously holding that component to the acetabulum itself. There are some areas of lysis in the ilium where this cup was previously seated. There is proximal migration of the femoral component which is essentially dislocated due to the loss of the acetabular component. There are also posttraumatic changes and chronic changes around the femoral component."

Manufacturer narrative:
Additional information (including x-rays and medical records) has been requested. When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Pre-op x-ray readings confirms that the femoral component is dislocated from the acetabular component. The 08-may-2013 operative reports states that a zimmer cup had been used and was grossly loose with broken restraining screws. According to the medwatch report, the proximal migration of the stryker femoral component and its' subsequent dislocation was due to the loss of the zimmer acetabular component. Therefore the dislocation of the stryker femoral components was caused by the failed zimmer cup. The mating of a stryker metal head with a non stryker zimmer trabecular metal shell is not sanctioned by stryker and as such is considered an off label application of the device. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
(B)(4) reported: "dislocated l tha, acetabular component failure. Plain films obtained in the ed of ap pelvis and hip demonstrate a well-seated femoral component and dislocation of the acetabular component with shearing of the screws which were previously holding that component to the acetabulum itself. There are some areas of lysis in the ilium where this cup was previously seated. There is proximal migration of the femoral component which is essentially dislocated due to the loss of the acetabular component. There are also posttraumatic changes and chronic changes around the femoral component."